Manufacturer narrative:
No product is being returned for evaluation, but a lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: "total hip arthroplasty." Event description: "[surgeon] from (B)(6) hospital was doing a total hip arthroplasty (posterior approach) during the end of the case when he was putting in the femoral implant, it got caught on the alexis unbeknownst to him an the staff. When [surgeon] tried to remove the alexis after the implants were placed, he noticed that the femoral implant was caught on the alexis. This required [surgeon] to have to cut the alexis from the implant and then remove the implant to remove the torn piece of alexis that was caught in it. Having the alexis caught in the implant made him weary of the device because he hadn't noticed it, there could've been a piece of the alexis left in thr patient." Type of intervention: "this required [surgeon] to have to cut the alexis from the implant and then remove the implant to remove the torn piece of alexis that was caught in it." Patient status: "no patient injury."

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.